Event description:
During routine testing, the user found that the device would intermittently fail to turn on. There was no pt involved. Tests and detailed examination disclosed 4 intermittently broken solder joints on resistor pack rp11 on assembly 590529. The cause of broken solder joints could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.